Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was difficult to operate. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out (the pen needle was not activated)."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was difficult to operate. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out (the pen needle was not activated)."

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was difficult to operate. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out (the pen needle was not activated)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-22. H6: investigation summary eight open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed on one sample. No issues were observed with the remaining two samples. A functionality test as per q-sop-183-dl was carried out on all eight samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.